Event description:
Correction: upon review, the epidural hematoma should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
An event of epidural hematoma was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, an amplatzer pfo occluder was selected for implant. The procedure was completed, and the patient was discharged in stable condition on (B)(6) 2020. On (B)(6) 2020, the patient was observed to have a swollen head. On (B)(6) 2020, the patient presented to the hospital and became hospitalized after an epidural hematoma was confirmed on a head computerized tomography (CT). The physician reported that the issue might have occurred due to the influence from concomitant drugs for dual antiplatelet therapy. On (B)(6) 2020, the patient underwent surgery to remove the epidural hematoma, but CT revealed cranial subdural hematoma was not completely removed. The physician decided that since the patient had no neurological symptoms, no additional intervention was required, but the patient would be continuously monitored. The patient was discharged on (B)(6) 2020 and was reported to be stable.